Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was presenting with dizziness. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 7.6 mmhg. Readings were observed under the manufacturer's patient care network database. The site reported that they believe the cause of dizziness was that the patient was over diuresed when treated according to the cardiomems numbers. The patient did not present with any other symptoms and no treatment was required.